Event description:
It was reported that this patient was seen in-clinic for a follow-up appointment, where it high capture threshold measurements and episodes of under-sensing were observed from this right atrial (ra) lead. It was stated that both the high capture threshold measurements and under-sensing had been present since the implant procedure. The physician elected to surgically explant and replace this ra lead to resolve the event and the patient was stable with no additional adverse effects. The ra lead is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this patient was seen in-clinic for a follow-up appointment, where it high capture threshold measurements and episodes of under-sensing were observed from this right atrial (ra) lead. It was stated that both the high capture threshold measurements and under-sensing had been present since the implant procedure. The physician elected to surgically explant and replace this ra lead to resolve the event and the patient was stable with no additional adverse effects. The ra lead was subsequently received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.